Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula kinked event on 19-dec-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The infusion set was in use for three to four hours. The blood glucose level was 575 mg/dl and the patient was treated with correction bolus via pump and injection. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-37567- device 4 of 4